Event description:
It was reported that approximately a year ago, the patient heard a loud noise and since then, every time he uses the external part of the ci, he hears an annoying and uncomfortable noise. All the external parts have been changed, but the bad sound quality remains. The patient has eyesight problems so he often hits himself when he walks, but he can't remember any impact to the implant area. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.